Event description:
Following a routine pump replacement for battery depletion, the patient became excessively sedated and was somnolent. The patient's dose was switched to simple continuous and decreased to 3mg/day. The patient was admitted/observed in the ICU. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver morphine. It was noted that they were unable to pinpoint the cause of the event; the new pump programming was reviewed and was determined to be normal.